Event description:
Patient diagnosed with calcified 100% ostial lesion in lt subclavian and tubular 50% ostial lesion in rt subclavian. Patient underwent a peripheral angiography left subclavian angiograms. Unable to cross left subclavian occlusion both retrograde and antegrade ended up in a subintimal plane with no risk of embolization. Disclosure provided.